Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission noted that the detection was disabled and no implant date was recorded, even though device was implanted on (B)(6) 2020. Upon further inspection, it was noted that past transmissions showed detection disabled as well and no implant session record was found. The patient returned to clinic and the device was reconnected to the app; it was determined that the device was sending full transmissions and the patient would continue to be monitored. The patient was in stable condition.